Event description:
Device was placed on (B)(6) 2009 and broke on (B)(6) 2009. It has been repaired in the child, but will be taken out. Pt outcome is unk at this time.

Manufacturer narrative:
(B)(4). Event eval: this event is still under investigation.